Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: through follow up with the surgeon in 2009, it was learned that the device was explanted, due to a failed ring repair. The surgeon has disassociated the device from the event, and it has been determined that this is no longer a reportable event.